Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the patient was revised following a hip arthroplasty due to an MRI showing a large fluid sac and high cobalt levels. During surgery, fluid was drained, a sac-like pseudo tumor was removed, and slight corrosion was seen at the head/neck junction.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
A femoral head and poly liner were returned for evaluation. As returned, dark debris was seen in the conical taper of the head. Dimensional measurements are conforming to print specifications. The poly liner exhibited damage that most likely occurred during explanting. Device history report review indicated the devices were manufactured to specifications. DHR showed no deviations to the standard manufacturing process and no anomalies or deviations. Review of the complaint history determined that no further action is required as no trends were identified. Evaluation of radiographs confirmed the reported "pseudo tumor" on the ap x-ray of the left hip and fraying of the left metal acetabular cup rim laterally and osteolysis of the proximal left femur. It is noted that "slight corrosion at the head and neck junction" of the femoral component could not be confirmed; however, it could not be excluded by x-ray. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.